Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Due to the observed fracture high out of range pacing impedance measurements greater than 3,000 ohms and high capture thresholds were reported. This lead was subsequently surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.